Event description:
It was reported a patient's lead presented with unstable and loss of capture. Programming changes were made. The patient status was unknown.

Manufacturer narrative:
Medwatch report number: mw5147555.